Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the introducer for this right ventricular (rv) lead would not advance from the area near the vein opening. Another puncture was performed in a different location and the rv lead was implanted successfully. No additional adverse patient effects were reported.